Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to cracked end cap; unable to perform the occlusion, basic occlusion and excessive no delivery test due to cracked end cap. However, the drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of urgent care visit was 300 mg/dl. The customer was admitted to the hospital. The customer stated that the drive support is sticking out on the pump. Customer cause of urgent care visit was low blood glucose. Customer was just monitored at the doctor's office. The customer was not wearing the pump at time of urgent care visit from time of 8:15am to 11:58am. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the drive support cap is sticking out. The customer stated that he put the pump in the bag the cap was pushed in causing insulin to be pushed into his body. Customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed back up plan.